Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was ¿slipping a little.¿ it was noted that the patient had an appointment on monday (B)(6) 2015. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant product: product ID 97754, serial # unknown, product type recharger; product ID 97740, serial # unknown, product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).